Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The device was returned in its original packaging with all seals intact. The device was successfully interrogated and review of the device memory confirmed a high-voltage system alert (¿charge timeout¿) had been recorded. A capacitor reformation was attempted but sounds were emitted from the device so it was canceled. The device case was opened and revealed that one of the two high voltage capacitors was visibly swollen. Destructive analysis of the high-voltage capacitor verified internal arcing damage within the capacitor between the cathode and anode layers. The damage was consistent with the presence of foreign material bridging the two layers. The arcing caused breakdown of the capacitor, causing it to be non-operational and complete a full charge. This then resulted in the charge timeout and subsequent declaration of eol. Due to the condition of the device from the damage it incurred, no further analysis could be performed.

Event description:
Boston scientific received information that while testing this cardiac resynchronization therapy defibrillator (crt-d) prior to implant, the field representative performed an automatic capacitor reformation. It was noted that the reformation took 45 seconds to complete. The field representative performed a second capacitor reformation, but this time it did not end. The programmer was turned off and rebooted. When the device was re-interrogated, a code 1007 was displayed indicating a charge time out had occurred. This crt-d was not given to the physician and another device of the same model was then used for the implant procedure. No adverse patient effects were reported as this occurred prior to implant. The crt-d was returned for laboratory analysis.